Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the small battery drive device motor had an electrical fault. It was noted that there was motor winding interruption. It was further determined that the device failed pretest for check the off/oscillation/on switch mode function, check the oscillation angle, and check the switching function. It was noted in the service order that there was a possible issue with electronic control unit (ecu), and the forward trigger will not always start the hand piece when depressed. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.